Event description:
Per the info provided to co by physician's office, the device was removed due to "erosion." It was also stated that a contributing factor to this event may have been occurred as the "pt kept the device inflated continually." As reported to co the entire device was removed and it is not known if it was replaced.